Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation, however, a definitive root cause couldn't be determined as the reported complaint was not duplicated in the fa lab. No functional or performance issues were found. As a resolution, bellavista unit ventilation was cycled for 1 hour using a test lung with the last known user settings and functioned as intended with no alarms or warning messages. Ventilation was then cycled (according to the bellavista service manual chapter 9: verification section) with ventilation test pressure control settings (including the fio2 set to 21%, 70%, and 100%) and then with ventilation test volume control settings and continued to function as intended with no alarms or warning messages. During ventilation, the display screen was consistently touched with different menus and features accessed, and the uut functioned as expected. Power was cycled off (via standard shutoff procedure) then on 10 times and each time shutdown and booted up successfully with no issues, alarms, or warning messages. Throughout testing the uut functioned as expected with the display screen being responsive to every touch.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log shows that the unit was on standby when a cfb error occurred. Recommended new main board replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bella vista1000 us ventilator screen is not responding. Furthermore, there was no patient associated with the event.